Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a zone 5 descending thoracoabdominal aortic aneurysm using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) in the superior mesenteric artery (sma). On (B)(6) 2026, the patient underwent a reintervention due to occlusion of the sma stent. The endoprosthesis in the sma was found to be occluded and was 'bending' out of the portal. However, it was noted the collateral vessels were filling, and there was a concern regarding additional radiation exposure, therefore no further intervention of the sma was performed. No additional treatment plan is currently in place.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the reported structural deformation or malalignment of the stent graft was confirmed by imaging evaluation as evidenced by occluding thrombus that appeared to extend and ¿bend¿ out of the device. Occlusion to the sma was confirmed, and this was the indicated treatment location of the vbx device. Procedural considerations include side branch alignment relative to the main aortic component portals. However, a specific cause for the ¿bending¿ out of portal and device occlusion could not be established with the available information, including imaging evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.